Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received in good visual condition and with two reloads present. Reloads b and c were received fully fired. The device was tested for functionality with the test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the staples were not formed properly at the ends of the anastomosis. Staples were protruding outwards. The staples were cut off the ends and did not affect the staple line integrity. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).